Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), oesophageal motility disorder ("ineffective esophageal motility"), sensation of foreign body ("I always feel like I have something stuck in my throat"), dysphagia ("it's hard to swallow even my own saliva") and gastrooesophageal reflux disease ("taking prilosec now to help my acid"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, oesophageal motility disorder, sensation of foreign body, dysphagia and gastrooesophageal reflux disease outcome was unknown. The reporter considered dysphagia, gastrooesophageal reflux disease, oesophageal motility disorder, pelvic pain and sensation of foreign body to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event added as pelvic pain and marked as serious incident as surgery was reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.